Event description:
Received call from caregiver stating ventilator was not operating properly. Family member stated they were bagging pt. Pt was being transported in a privately owned vehicle. Family member in backseat with pt sitting upright. Family member could not verbalize alarm occurring. Report source met family member on side of interstate and checked on ventilator. The power lost alarm was displayed on led and was plugged into cigarette lighter adapter. The ventilator was exchanged and an exchange battery source was used to complete the transport. Discharged planner stated pt was later taken to ER, determined to have sustained a hypoxic event. Pt was removed from life support. Verification of reported info on-going.